Event description:
The customer reported that they were unable to connect workstation to the c-arm. This resulted in loss of system functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo plug on the workstation had bent pins. The bent pins were repaired. The system was tested and found to be working as intended and returned to service.